Event description:
During cardiac mitral valve/coronary artery bypass graft (CABG) surgery, the 28mm dlp venous cannula fractured. This happened approximately after 45 minutes of cardiopulmonary bypass (cpb). At the time of event, the cpb venous line filled with air and the cannula was found to be almost completely broken in half. Ispecting the cannula, we found that the break was in the wire reinforced area, appearing very clean and straight as if cut. The pa immediately held the cannula together until the surgeon was able to tape the broken part with ioban. The ioban effectively secured the defect for the remainder of the case. No more air was sucked into the cannula.